Event description:
Problem found during mcgaw engineering evluations of pump software,when operating the pump in the circadian, pca, or epidural modes, the pump underdelivers the programmed bolus amount due to a software error that does not account for an overflow condition during a multiplication operation, ad data entry parameters are validated. Only the pump mg mode of operation is affected such that the total amount of bolus given to the pt is less than the amount programmed. Delivery using the small and large sets is affected under the following conditions: small set conc=1.12 ti 11.11 mg/ml/boulus> 655.3 mg or conc=11.11 mg/ml/bolus > 655 mg. Large set conc= 0.23 to 2.22 mg/ml/bolus>655.3 mg or conc> 2.22mg/ml/bolus > 655 mg affects software vesion 2.32.00/2.42.01.